Event description:
A patient reported experiencing inaccurate erratic results with an ultra meter. The patient's blood glucose results were'hi'(over 600). Patient allegedly took insulin based on the result. Five minutes later retested with a result of 149mg/dl. Tests were done a few minutes apart with a difference of 107%. Patient allegedly had an insulin reaction. Time of reaction not known. No further information nhas been reported.